Event description:
In late 2008, the pt reported that she experienced elevated blood glucose three days prior. Her normal blood glucose range is 100-150 mg/dl. She stated that her blood glucose measured 167 mg/dl at lunch and she changed her infusion site. After several hours, her blood glucose elevated to over 500 mg/dl and she fell sick and sleepy. She performed 2 boluses and her blood glucose did not decrease and elevated to 600 mg/dl. She removed the infusion site and the cannula was bent. She inserted a new infusion site and her blood glucose returned to normal within a few hours. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.